Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the device locked on the cystic duct. The surgeon tore it off, then tied an endoloop over it, and opened a second device to continue the procedure. Procedure was prolonged by 15 mins. No pt consequences were reported.